Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the device failed air flow testing. The asp determined replacement of the gas delivery subsystem (gds) was required for correction. The gds was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from customer biomed reporting a low tidal volume on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the device was not registering a tidal volume. The customer requested onsite service evaluation. A philips authorized service provider (asp) evaluated the device and confirmed the device failed air flow testing. The asp determined replacement of the gas delivery system (gds) was required for correction. The investigation is ongoing.